Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon fired a black sureform 60 reload with a sureform 60 stapler instrument and on the outer row, one staple was found to be sticking straight up and did not curl back. The surgeon cut the staple out and oversewed that area. No further clinical information was provided. Isi made multiple follow-up attempts to obtain additional information from the physician. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested for return of the black surefrom 60 reload for failure analysis investigation but at this time the stapler reload has not been returned. If additional information is received, a follow-up MDR will be submitted. Stapler log review was completed, and the following information was provided: the sureform 60 stapler instrument (part #480460-09; lot #l92220216-0320) was used for 6 firing events with the following reload color sequence: black, green, blue, blue, blue, and white. All firings were complete/successful. There are no errors in the logs related to the reported problem. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a staple was not properly formed after the surgeon fired a black sureform 60 reload with a sureform 60 stapler instrument. As a result, the surgeon cut out the staple and oversew that area. It is unclear if there was any unapproximated tissue. The cause of the customer reported failure mode is unknown.